Event description:
It was reported that the patient experienced an infection, fever of 103 f, and was retching 4 days prior to the report. The patient was admitted to the hospital the day prior to the report and was afebrile now. Other causes of the symptoms were ruled out and the pump pocket was erythematous and some wound dehiscence was noted. The plan was to explant the pump and catheter the next day. Cultures had not been performed and the patient had not been taking any antibiotics yet. The healthcare provider (hcp) was trying to wean the patient off of intrathecal baclofen. The pump was used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly.